Event description:
It was reported that during testing conducted at the user facility, a drill bit broke off inside the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
This is a duplicate reporting of the event reported on (B)(4).

Event description:
It was reported that during testing conducted at the user facility, a drill bit broke off inside the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.